Event description:
Company representative contacted the customer via phone. Customer reported he experienced low blood glucose of 37 mg/dl due to forcing a full reservoir into the insulin pump when it wasn't rewound. It caused 80 units of insulin to be delivered to the customer. He treated with glucose tabs and two pieces of cheesecake. Customer experienced two incidents that he had high blood glucose over 200 mg/dl. Customer declined being transferred to perform troubleshooting. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.